Manufacturer narrative:
No further ge healthcare evaluation as event reported via anonymous maude report. Report source other: maude report number (B)(4).

Event description:
Maude report states, "while in the middle of a case the ventilator alarmed "cannot fill bellows" and the ventilator malfunctioned." There was no report of patient injury.